Event description:
Impedance was normal but value not mentioned in medical file. In regards to tachycardia the physician noted this was probably not vns related, maybe anxiety.

Event description:
It was reported from a case study that a patient had a 106 implanted. After 1 month there was urgent consultation due tachycardia 110bpm at rest. Device interrogation showed 90x/day autostim (29% total). Action taken with device was threshold ¿70%. The dyspnea resolved, autostim time 1% of total (3x/day). At one year follow-up, seizure frequency reduced from 8x/month to 1x/month. No additional information has been received to date.